Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the photos could not confirm the failure mode. Return of the device is required to assess the functionality. He device shows signs of heavy usage, with scratch marks and indentations over the device. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Scrub nurse notices broach handles were loose on both corail broach handles in loan kit. New kit was opened for case. There were no reported patient consequences or surgical delays.